Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 because of her high blood glucose level of 528 mg/dl. She either received excessive or no "no delivery" alarms. At the hospital she was administered IV fluids and pain medication to keep her from throwing up. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.